Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display even after battery change. Customer's blood glucose was unknown. Customer was advised that battery cap would be replaced. Customer was advised to change batteries when battery cap was received and to call when in receipt of battery cap.